Event description:
It was reported during a remote follow up, loss of capture on the right atrial channel resulting in inappropriate automatic mode switch (ams) and retrograde conduction was noted on the device. The device was reprogrammed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.